Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment a blood leak occurred. The leak was visually observed. Test strips were used to confirm and the machine alarmed. Estimated blood loss was less than 5 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded.